Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alerted with weak battery last night and when he changed the battery the insulin pump would not turn back on. The customer tried a new battery and the device did not turn back on until today; however, the insulin pump turned back off after a few hours. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.